Event description:
Pt noted to have increased respiratory rate with a decreased title volume and decreased blood pressure. Unable to pass suction catheter through endotracheal tube. Examination with a fiberoptic scope showed a kink in the endotracheal tube. Pt was successfully reintubated.